Event description:
Oversensing was reported by the patient and the lead was explanted. It was also reported the lead had a visible fracture. No patient complications have been reported as a result of this event. Additional information was received. An attorney said the patient had "frightening episodes of unneccessary shocks" and the device "could not immediately be deactivated". The attorney also stated the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; full lead returned.